Event description:
Subsequent to initial report being filed additional information was received stating that the reported coils became "exposed" meant the coils of the guide wire were stretched. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stretched coils. The reported patient effect of dissection is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.b5 - describe event or problem: updated. D9, h3 - the device was initially reported as returning for analysis but the device was not returned. H6 - medical device problem code 4008 was removed.

Manufacturer narrative:
A visual inspection was performed don the returned device. The reported stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stretched coils. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It was reported that during use the coils were observed to be stretched. Factors that may contribute to stretched coils include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, manipulation against resistance, or user technique. In this case, there was no damage or anomalies noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. It is possible that circumstances of the procedure, such as interaction with the anatomy, contributed to the reported stretched coils. The reported patient effect(s) of dissection is listed in the hi-torque guide wires instruction for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue; therefore, no product related corrective action is required. D1 correction: brand name updated, d2a correction: common device name updated, d3 correction: name, address updated, d9 correction device available for evaluation updated to yes.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the anterior descending artery. The ht bmw universal ii guide wire (gw) was used in the procedure; however, the coils of the gw became exposed [polymer coating split/torn] and a vessel dissection occurred. It is unknown if the dissection was treated. Final patient outcome was timi ii flow. Subsequent to initial report being filed additional information was received stating that the reported coils became "exposed" meant the coils of the guide wire were stretched. No additional information was provided.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the anterior descending artery. The ht bmw universal ii guide wire (gw) was used in the procedure; however, the coils of the gw became exposed [polymer coating split/torn] and a vessel dissection occurred. It is unknown if the dissection was treated. Final patient outcome was timi ii flow. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.